Manufacturer narrative:
The system was examined and the reported system messages (sms) were confirmed (via event logs). The diathermy was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 14, 2016. A review of the work order showed system message (sms) to be displayed during manufacturing. The supervisor module and diathermy printed circuit board (pcb) were both replaced to resolve the sms. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported sms can be attributed to a nonconforming diathermy module. However, how or when this part became nonconforming cannot be determined conclusively. (B)(4).

Event description:
An equipment manager reported that a surgeon was performing a cataract extraction with an intraocular lens implant on a (B)(6) old infant when the system lost pressure and shut down. The staff tried to reboot the system without success. The system was exchanged to complete the procedure without harm.